Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation. High impedances were displayed on one contact of the lead, therefore, the physician suspected lead malfunction. The patient underwent a lead replacement procedure and was doing well post-operatively.